Manufacturer narrative:
(B)(4). The catalog number provided is the us list number for the 15fr abbvie peg and the number in the unique identifier field is the 20fr abbvie peg. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing in the united states, 15fr or 20fr. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier field number is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible numbers.. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension). Review of the abbvie peg and j design and use fmeas identified several steps in the placement procedure that could potentially contribute to biological contamination of the stoma site. Those steps include disinfecting the puncture site using aseptic technique, installation of the external fixation plate, and cleaning and drying the puncture site. Additionally, ongoing post-procedure care is important to minimize stomatitis. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment.¿ itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the patient's brother reported the patient was having creamy yellow discharge from stoma site. The physician prescribed unknown oral antibiotic on (B)(6) 2015 to prevent infection. He reported the patient had the peg j procedure on (B)(6) 2015.